Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold and high pacing impedance. Programming changes were made and the patient was in stable condition. The patient will continue to be monitored.